Manufacturer narrative:
The tech found a nut and screw missing from the linkage. The tech replaced the nut and screw to repair the stretcher.

Event description:
Info received indicates, the foot end brake casters are not holding in brake.